Manufacturer narrative:
Findings: unit power up properly after battery installation. No blank display noted. No unexpected off no power, weak battery, bad battery, low battery, battery out limit and failed battery test alarms during testing. Unit alarmed motor error during basic occlusion test due to faulty force sensor resistor . Unable to perform rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test due to motor error alarm. Unit was received with normal operating currents and passed unexpected alarm error test and self-test. No missing segment/display anomaly noted. Motor passed motor test. Unit had missing display window cover, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and stained end cap sticker.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump screen fell off. The display soon went black. The patient's blood glucose at the time of incident was 120 mg/dl. During troubleshooting the customer was unable to identify how the damage occurred. The customer stated that they live an active lifestyle and ride horses. The insulin pump was returned for analysis.